Event description:
Pt reported obtaining a blood glucose result of 586 mg/dl while using the suspect product. Pt stated that she immediately opened a new strip vial and retested blood glucose with a result of 83 mg/dl. Pt did not modify therapy based on these values. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the suspect product. Technical support requested the return of the suspect product and replacement product was shipped.